Event description:
It was reported that the patient's right atrial (ra) lead had high capture threshold measurements. The ra lead was explanted and replaced on (B)(6) 2024. The patient was in stable condition.